Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code occurred again, which caller acknowledged and understood.